Event description:
It was reported, that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's right ventricular (rv) lead exhibited loss of capture, r-wave amplitude variation and low impedance measurements. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.